Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received an insulin flow blocked alarm. The alarm did not occur during the fill tubing process. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer's blood glucose level was 446 mg/dl. They changed the infusion set and gave themselves a correction bolus for the high blood glucose. The device will not be returned for analysis.